Manufacturer narrative:
Updated information: d4 serial number updated.

Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of pump flow issue was most likely patient condition since the surgeon administered red blood cell transfusions, after which impella flows improved with restoration of blood volume. The cause of the injury was not determined due to insufficient clinical details, no product returned for analysis.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via a right surgical arterial approach in a 74-year-old male patient for post-cardiotomy cardiogenic shock (pccs) following coronary artery bypass graft surgery, with a pre-support clinical state consistent with society for cardiovascular angiography and interventions (scai) stage e shock. Following surgery, low impella flows were reported. Per the surgeon, the low flows were felt to be related to intravascular volume loss. Nursing staff reported that the low flows occurred after impella placement and that the patient experienced significant postoperative bleeding, though the volume of blood loss was not quantified. No impella alarms were reported during this period. The surgeon administered red blood cell transfusions, after which impella flows improved with restoration of blood volume. The impella 5.5 remained in place, and the patient continued on support at the time of event reporting.

Manufacturer narrative:
Additional information was stated that the pump was explanted and the patient was doing well.